Event description:
It was reported that the procedure was to treat the target lesion located in the distal right coronary artery. After crossing the balance middleweight (bmw) universal ii guide wire through the lesion, the intravascular ultrasound (ivus) catheter was delivered over the guide wire. During the attempt to retract the ivus back, it stuck with the bmw universal ii. The guide wire and the ivus catheter were removed together as a single unit. Outside the patient, the guide wire was observed to be separated. All pieces of guide wire were outside the anatomy; therefore, nothing was left in the patient. It is unknown at what point the guide wire separated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties positioning and removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Guide cath: heartrail 6f ir; other: atlantis pro2. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.